Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decrease in hearing performance with the device was noted within the last 2 months. Performance was reportedly never good.

Manufacturer narrative:
According to the received information, the patient was implanted with a flex24+ electrode as eas candidate but preservation of residual hearing could not be achieved. Reportedly, one channel was likely left out of cochlea at implantation and the hearing performance with the device was never completely satisfactory. However, the performance further decreased at a later point in time and auditory perception was no longer perceived on three basal channels. Latest CT scan showed 2/3 electrode channels out of cochlea and migration of the active electrode array is suspected. The device was explanted but not received for investigation yet, despite requests.

Event description:
Performance with the device was reportedly never satisfying. Patient was originally a candidate for eas but, after implantation of the +flex24 array, the residual hearing was completely lost. A decrease in hearing performance with the device was noted approximately (b(6) 2017. The patient also reported symptoms of auditory and physical discomfort (rumble, tinnitus and consequently migraine). The patient was re-implanted on (B)(6) 2017 with a competitor device. Despite requests, the explanted device was not received for investigation.